Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral user_s hearing performance on the left side became worse suddenly at the end of (B)(6) 2018 (4 months post-implantation). Parents did not report any accident or trauma. After one month of observation, his hearing with the device didn't improve. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device on the left side became worse suddenly at the end of (B)(4) 2018 (4 months post-implantation). Parents did not report any accident or trauma. After one month of observation, his hearing with the device didn't improve. The recipient was re-implanted.